Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high outputs. Boston scientific technical services (ts) noted that an intermittent capture and patient complained of pulsing but was unable to reproduce. An echo was ordered. Additional information indicated that the rv lead was repositioned achieving appropriate electrical measurements. Patient was reassessed the next morning with appropriate measurements as well. Patient was not pacemaker dependent and no pauses were observed. This rv lead remains in service. No additional adverse patient effects were reported.